Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for a high number of low impedance measurements. It was also noted that the lead exhibited noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).